Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
Just wanted to inform you that a switch out of c2 drivers was made for patient dc on (B)(6) 2022. Patient dc is now currently on c2 driver 100077a he was switched from c2 driver 10035a which had a noise coming from the c2 so the nursing team decided to switch out the c2. Our biomed team has confirmed that it was a noise coming from the machine and agreed with the switch out. I have a note from the nurse who contacted the vad team at the time of the switch.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of internal and external components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. During testing, driver did not make any unusual or louder than usual sounds. Driver was run on both left and right compressors and did not exhibit any indications of wires or cables had rubbed against either fan. An extended observation run was performed at normotensive settings with no unusual or excessive noise and no malfunction. Customer complaint was not replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated during testing; the root cause of the reported fan noise was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. No evidence was found of a device malfunction. Patient was switched to a backup driver without any reported adverse impact. The issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Just wanted to inform you that a switch out of c2 drivers was made for patient dc on (B)(6) 2022. Patient dc is now currently on c2 driver 100077a he was switched from c2 driver 10035a which had a noise coming from the c2 so the nursing team decided to switch out the c2. Out biomed team has confirmed that it was a noise coming from the machine and agreed with the switch out. I have a note from the nurse who contacted the vad team at the time of the switch.